Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump may have over delivered insulin during a set change. The customer¿s blood glucose level was unknown at the time of the incident. The customer confirmed that there was a wet spot on their bed after laying down the tubing on the bed. The customer was connected while trying to load the reservoir into the pump. The customer was new to the pump as they had been using a competitor's pump. Troubleshooting was not completed as the call was disconnected. The customer was unsure how to properly complete an infusion set change. The customer was getting a no reservoir detected alert when trying to load the reservoir. The insulin pump will not be returned for analysis.